Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part:04.503.406.04s, lot: 79p3378. Release to warehouse date: december 01, 2020 manufacturing site: (B)(4). Expiry date: november 01, 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, there were only three screws found in a 4pk mandible screws. The three screws were implanted. Procedure was completed with a one (1) minute surgical delay. Patient status is unknown. This report is for a matrixmandible screw. This is report 1 of 1 for (B)(4).